Event description:
Reporter alleged discrepant results between the blood glocuse monitoring device and a comparative method when going to the doctor due to higher device readings. Reporter stated doctor's meter read 144 mg/dl and within thirty minutes device read 309 mg/dl. Reporter stated 24 hours prior to going to the doctor glucose result were 310, 232, & 391 mg/dl however did not go to the doctor until the day afterwards. Reporter indicated no treatment was received and controls were used but found to be out of the range for both levels. A request was made for the return of the suspect device and replacement product was sent.